Manufacturer narrative:
Related to manufacturer reports: 2124215-2022-08901 and 2124215-2022-08904. Investigation summary: based on the information available, the cause that contributed to the reported forward firing cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure there were three fibers that blew out and began forward firing. Each fiber blew out at around (B)(4) joules. The coolant fluid was running at a moderately fast rate and did not seem to be buried in the tissue. A fourth fiber was used to complete the procedure. There were no patient complications. This report is for the second fiber.